Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported, by the patient, that she underwent a gynecological procedure on an unknown date and a sling was implanted. The patient states that a section of the sling eroded and an additional procedure was done in 2010 to have the section removed. The patient also experienced being uncomfortable during intercourse. Additional information was not provided.